Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that 3 weeks after the surgery, it was found that the distal two screws backed out. Revision surgery was performed.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the reflex-hybrid 3 level acp was reported to have had the screws back out of the plate post operatively. No product was returned. A review of the manufacturing history was performed on the reported lot number, no issues were found. This event resulted in a revision surgery. The reported product was not returned for evaluation, additional information such as x-rays, patient demographics and the reported product would be required for further investigation. At this time the representative has indicated this information is not available, if it does become available this investigation will be reopened and further assessed. Therefore, the cause cannot be determined and is likely multifactorial in nature. Conclusion: the cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that 3 weeks after the surgery, it was found that the distal two screws backed out. Revision surgery was performed.